Event description:
A gsh nail 25 cm. Long & 12 mm diameter was inserted retrograde into the intramedullary canal of the femur for a fracture (partially displaced) at 12.5 cm. Above the knee joint. Said nail contained 12 each predrilled screw holes. Three cross screws were used above & 3 below the fracture. An empty screw hole was located exactly even with the fracture. Nail inserted on 9-12-95. Ambulation with crutch & then a cane began on 12-18-95. The nail sheared at the fracture site and through the empty screw hole on 2-2-96, while walking on a carpeted floor with use of a cane. The fracture has healed with use of a cast brace, but is crippling.